Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a crack on display screen. Customer's blood glucose was 250 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.